Event description:
Same case as MFR ID # 2134265-2012-03365. It was reported that during a tibial angioplasty procedure, the guide wire tip detached and remained inside the patient. The target lesion was located in the right posterior tibial artery (pta). The v14 controlwire was used with a 135cm rubicon 14 guide catheter. As the physician manipulated the wire and guide catheter the tip of the wire became wrapped around the end of the guide catheter. Resistance was encountered when attempting to remove the wire and the device was pulled 'fairly hard' and a section of distal tip of the guide wire detached inside the patient. The physician attempted to aspirate the detached tip but was unable to reach the location of the tip due to the severely diseased lesion. The detached tip section was left within the occluded lesion. No further patient complications were reported the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2012-03365. It was reported that during a tibial angioplasty procedure, the guide wire tip detached and remained inside the patient. The target lesion was located in the right posterior tibial artery (pta). The v14 control wire was used with a 135cm rubicon 14 guide catheter. As the physician manipulated the wire and guide catheter the tip of the wire became wrapped around the end of the guide catheter. Resistance was encountered when attempting to remove the wire and the device was pulled "fairly hard" and a section of distal tip of the guide wire detached inside the patient. The physician attempted to aspirate the detached tip but was unable to reach the location of the tip due to the severely diseased lesion. The detached tip section was left within the occluded lesion. No further patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection was performed. Device presents kinks at 21cm, 65.8cm, 111,4cm and 160.4cm from the proximal end. The last 1.5cm from distal tip has the corewire exposed and the core wire is bent, the polymer coating is peeled, additionally the ptfe coating is peeled along the body. A dowel test was performed and no anomalies were found. The ptfe was properly attached to the guidewire. Device appears to have been pulled/pushed against resistance. There is no evidence of a corewire fracture. The outer diameter was measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)